Event description:
Consumer reports "brush snapped right at the flex point on the toothbrush." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
(B)(4)